Event description:
Pt was being transported on a bipap machine when it malfunctioned and shut off. Machine gave the following error message. "Vent inoperative 100a data acquisition pcba adc reference failed.